Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2011; during the same surgery the patient was reimplanted with another device. (B)(4).

Manufacturer narrative:
This report is filed (B)(6), 2011.

Event description:
Per the clinic, the electrode array was damaged during surgery to revise the implant bed (date not reported). The device was explanted and the patient was reimplanted with another device during the same surgery.